Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned an error alarm. Customer reported that the insulin pump's drive support cap was sticking out. Blood glucose level was 480 mg/dl at the time of the call. Customer reported treating the high blood glucose level with a manual injection. No further information was provided.